Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient had inadequate pain relief from the spinal cord stimulator (scs) device. The patient underwent an explant procedure wherein the implantable pulse generator (ipg) and paddle lead were removed. The explanted devices were not returned as they were kept by the medical facility.